Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that corrosion was observed inside the battery compartment. A crack was also visible in the battery compartment. The reporter denied any loss of power. The battery cap was able to be secured properly to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the battery compartment was observed to be cracked on the threads. There was evidence of moisture observed in the battery compartment. A leak test was performed and a leak was found at the battery compartment crack. When the pump was opened, no further moisture was observed. Unrelated to the complaint, evaluation revealed that the display was dim, fading and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.